Manufacturer narrative:
Device eval: other, the customer will not return the device in question. The device history record was reviewed with no exception documents noted. The IFU for the device includes a warning that "withdraw, pull back, or manipulation of the guide wire distal tip through the needle tip may result in breakage or embolization." The customer stated the physician removed the wire through the needle. A f/u report will be submitted if add'l info becomes available. Eval, method: the device history record was reviewed. Conclusions: a f/u report will be submitted if add'l info becomes available.

Event description:
When the wire had been withdrawn through the needle via femoral access, the platinum tip was missing from the guide wire. The tip of the wire shredded off and remains in the pt's body. The customer is not able to determine the location of the guide wire tip in the pt's body (vascular vs. Tissue). The physician is monitoring the pt to see if there is a need to remove the guide wire tip. The customer does not plan to return the used device. No other harm or injury reported.